Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's step father reported via phone call indicating that patient insulin pump alarm unexpected restart and blank display. Customer's blood glucose at time of incident was 309 mg/dl. The customer's step father was unable to troubleshoot for the unexpected restart because the patient was in school. The customer's step father stated they would call back at later time.